Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a bent trocar. Engineering measured the wall thickness near the bend location and it was found to be uneven. The obturator was also cracked and fractured. Based on the condition of the returned unit, it is likely that the bent trocar was caused by a combination of the uneven wall thickness of the cannula and a high force that was applied to the trocar during insertion. It is possible that the obturator cracked and fractured due to a material abnormality; however, the cracks and fractures could have been caused by prolonged lipid exposure while the unit was in transit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. A bent trocar is considered not reportable as it is unlikely to cause or contribute to death or serious injury. The event is being reported due to the fracture that was observed on the obturator during evaluation of the product.

Event description:
Procedure performed: unk. Event description: trocar was bent; was not used on patient. Patient status: ni.